Event description:
Boston scientific received info that after the recent implant of this right atrial lead, it was determined that a lead dislodgement had occurred. The dislodgement was confirmed due to lead noise and a chest x-ray. The lead will be revised in the near future. No adverse pt effects were reported. The lead remains in svc. No further info is available. This report will be updated if more info becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the insp of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.